Manufacturer narrative:
Follow-up #1 date of submission 04/12/2012-device evaluation: the pump has been returned and evaluated by product analysis on 03/19/2012 with the following findings: investigation revealed that the keypad was peeling around the ok keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. Evaluation revealed that the contrast and up arrow keypad buttons are intermittently responsive. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a faded display, which have no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The distributor reported that the entire keypad was unresponsive. No additional information was provided.